Manufacturer narrative:
After the procedure, the hospital discarded the product. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device had excessive smoke. The energy stayed on even after the toggle was off. The hospital could not reproduce the problem more than a couple times during the procedure. The problem occurred while the device was in the leg, but the harvester continued using the same device to complete the same procedure. The hospital did not report any pt complications. The maquet territory mgr reported that the head nurse looked at the device before it was discarded and stated that the device problems were relevant to regular clinical usage of the device.